Event description:
It was reported that on the night of (B)(6) 2024, a patient presented with grade 3-4 functional mitral regurgitation (mr), severe left ventricle dysfunction, impaired right ventricular function, and three-vessel coronary artery disease for a mitraclip procedure. The procedure was successfully carried out, and the patient was stable at the end of the procedure. There was no damage to the leaflets and the clip remained stable on both leaflets at the end of the procedure. The mr grade was reduced to <1. On (B)(6) 2024, the patient died. Per the physician, the comorbidities contributed to the death, but a relationship to the mitraclip cannot be explained or negated. It was noted that the procedure was successful with a satisfactory result.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported death primarily appears to be related to patient conditions. Additionally, it is unknown if the event was device related as per the physician, the comorbidities contributed to the death, but a relationship to the mitraclip cannot be explained or negated, but it was noted that the procedure was successful with a satisfactory result. Therefore, as stated above, the reported death appears to be primarily related to patient conditions and due to comorbidities. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.